Event description:
In 2009, stryker biotech received a report that a female pt who received op-1 putty as part of a revision, multilevel scoliosis procedure in 2008, developed a postoperative wound infection. The physician reported that the pt subsequently underwent 'multiple surgical procedures' accompanied by a prolonged hospitalization as a result of the infection. The pt was reported to have recovered from these events. The physician stated that he did not believe that the events were related to the use of the op-1 putty. The pt, who suffered from asthma and prolonged wound drainage, was reported to have undergone one previous failed scoliosis fusion, and an unspecified anterior-posterior reconstruction on an unk date. Additional information will be requested.